Event description:
It was reported that during an unknown treatment procedure of the right coronary artery (rca), balloon deflation difficulty occurred. The patient was a male presenting with an mi due to a total occlusion of the right coronary artery. The physician wired the rca. The maverick otw 2.0x20mm balloon was inflated to 8 atms for 15 seconds, however, the physician was unable to deflate the balloon. The maverick balloon remained inflated for two to four minutes and was removed in an inflated state through the guide catheter. The lesion was stented with a 3.0x16mm taxus otw. The procedure was successfully completed with the maverick otw catheter. No patient injuries or complications were reported. Patient status is reported as "okay."

Manufacturer narrative:
The returned product analysis is not complete as of this date. A supplemental report will be filed when the analysis is complete.